Event description:
It was reported that the insulin pump had an unresponsive keypad and ramping numbers. The blood glucose reading was 21.7 mmol/l, which the customer treated with a manual injection. The customer stated that the ramping numbers may be due to a stuck button. It was reported that the insulin pump also alarmed failed battery and battery out limit after the customer had left the battery out of the device for 20 minutes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to flattened dome. No display ramping on its own anomaly was noted. Insulin pump powered up properly after battery installation. Unable to verify failed battery test alarm, due to unresponsive keypad. No failed battery test alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.